Event description:
It was reported the pt's ipg has a communication error. It was also reported the pt has gained a significant amount of weight. An sjm representative confirmed the ipg is inoperable. The ipg was explanted and replaced. The pt now receive effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.